Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. The cause of high bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.